Manufacturer narrative:
UDI not available for this system. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site had artifact in their 3d images. The site stated that this happens with all 3d spins. It was reported that the site had performed fluoro and rad gain calibrations. The site stated that the images did not have any metal that would cause artifact. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was no delay to the procedure due to the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the issue occurred during a procedure. It was reported that a small circular ¿artifact¿ was seen on 3d scans. It was reported that it did not interfere with the image. It was also reported that it could be cleaned up with an analog offset calibration.